Event description:
Additional information received reported that the device was no longer going to be returned as it was lost or accidently thrown away at the hospital.

Event description:
The patient reported an error code. The patient was getting ¿settings not available, please call doctor message¿ when trying to increase. The patient was able to go up to 0.90 before in program 1, but now he was only able to get to 0.1. It was reported a day later that the patient not being able to adjust earlier in the trial to 0.9 or higher and when he went higher, he didn't like the sensation, so he turned it back down. The patient has an appointment the next day. On the appointment the next day, representative was unable to adjust stimulation and was reprogrammed around the faulty wire, was still on the patient. The patient was partially wheelchair bound and most likely caused damage. The external neurostimulator (ens) detected faulty circuit most likely due to a frayed wire. The patient was scheduled to go to implant in a few days so product will be returned then. There was a brief return of symptoms until device was reprogrammed around defective lead/electrode. The location of issue or symptom was at lead-extension connection. The patient status was reported as ¿alive - no injury¿. The patient was now receiving successful therapy. Additional information received a day later indicated that the patient was receiving better than 50% symptom improvement. The cause of the event was most likely the fact that the patient was wheelchair bound and there was a lot of force exerted on the wire connection. The patient was scheduled to have the temporary device removed monday, (B)(6). At that time manufacturer representative will collect the faulty part and return it. The representative was able to program around the faulty device and the trial has continued without event. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 357625, lot# n503388, product type: screening device. Product ID: 4351, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).